Event description:
It was reported that during a procedure to treat a concentric, de novo lesion in the mid right coronary artery (rca) with heavy tortuosity, moderate calcification and 100% stenosis, pre-dilatation was performed. A 3.0x28 rx xience prime stent delivery system (sds) was advanced but the sds did not advance any further than the proximal portion of the rca. Additionally, slight resistance was met inside of the guide catheter therefore, the sds was removed without any reported resistance from the patient anatomy. Once outside of the patient anatomy, the stent implant was found to be slightly shifted proximally; therefore, the 3.0x28 rx xience prime sds was not used for further procedure. The procedure was completed with two non-abbott drug eluting stent systems. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, gaia1st, 2nd, conquestopro; guide catheter: launcher 8f fr3.5. (B)(4) incorrect preparation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use instructs the physician to prep the device prior to use. Based on the information reviewed, there is no indication of a product deficiency.